Event description:
The patient's family member contacted the center and reported that the device was not functioning properly. Attempts by the implant center and company representatives to resolve the problem were unsuccessful and a decision was made to explant the device.